Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the event date was unknown. Upon further investigation it was noted that the event occurred on (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and/or abuse.. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was blocked, jammed, and moving heavily. It was noted that the trigger was jammed. It was further determined that the device failed pretest for check proper function of the triggers. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.